Event description:
Pt was revised to address fracture of the plate. Pt fell while doing something in her backyard. Pt was apparently compliant and was x-rayed after 4 weeks with no reported concerns.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned plate by a depuy (B)(4) material research scientist confirmed the fracture. The distal femoral bone plate is intended to aid in normal healing, and is not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. The distal femoral bone plate was loaded in bending with weight bearing prior to union of the fracture resulting in fatigue crack initiation and propagation to fracture. No material or manufacturing defects were apparent. (B)(4), the manufacturing facility, stated a lot history record was performed and verified the product conformed to the required specifications when released into stock, no discrepancies were noted for the products being accepted. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.